Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with loss of capture. An x-ray showed the lead helix had dislodged from the tissue. The lead was repositioned in a procedure on (B)(6) 2021 to restore normal parameters. Post-procedure the patient was stable.